Event description:
Team reported that during setup their qws on the hlm shut down on its own. All other modules stayed on. User rebooted the qws and after about 30seconds - 1min the qws turned off again on its own but this time it turned all other modules off too. Team is unable to reproduce.